Event description:
The physician notified the representative on (B)(6) 2020 that they would be bringing in a patient for a lead revision surgery. Physician stated that they believe the lead had migrated due to patient experiencing minimal efficacy. The patient was brought in for surgery on (B)(6) 2020. No apparent lead migration was observed on the x-ray images performed during the lead revision surgery. The physician moved forward and completed the surgery by replacing the tined lead with a new tined lead.